Event description:
Affiliate reports the pt experienced an infection following implantation of the bactiseal catheter and an unidentified valve. A report provided by the affiliate indicates pt had "few colonies of staphylococcus epidermis, resistance to penicillin and "oxacillan," and moderate quantities of staphylococcus epidermis prior to implantation of the bactiseal catheter. No product is being returned."